Event description:
Consumer reports toothbrush head breakage during use. This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured.(B)(4)